Manufacturer narrative:
Analysis of historical records (information already provided) orthofix srl checked the internal records related to the controls made on the device code 50-10300 batch v1358642 before the market release. No anomalies have been found. The original lot, manufactured in 2014, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first complaint notified from this specific device code. Technical evaluation (please also kindly refer to MFR reports 9680825-2015-00079, 9680825-2015-00080 and 9680825-2015-00081). The returned devices, received on december 9th, 2015 were examined by orthofix srl quality engineering department. All devices were subjected to visual and dimensional check as per orthofix srl design and product specification. The visual check evidenced as follows: the 4 struts were returned: 3 medium and 1 long. The 5 of the 8 studs have been removed from the struts; 1 has come off with the head, which was separated from the threaded rod. The 3 struts have 1 stud removed, 1 strut have both studs removed. The black strut retaining caps were absent from 4 of the heads, and were loose in 2 others. There is no sign that the retaining caps that are present have been forced, because the plastic hexagon used in the original assembly is undamaged; 2 of the caps that are present have become loose. Where the caps have been lost, some of the glue used in the assembly seems to be missing. All 4 struts have suffered from more or less complete removal of the anodised coating. The data on the detergent used for cleaning at this hospital shows that the ph of the solution will be from minimum 9.5 to 12, depending on the exact conditions of use. This is well outside the stated boundaries of ph required for cleaning, as stated in the instructions for use leaflet, ref: pq tlh. The dimensional check did not evidence any anomalies. The results of the technical evaluation concluded that the failure might be related to a not proper cleaning/processing step of the devices and separation or unscrewing of the caps by the users after loosening of the cap fixation by damage to the glue. Medical evaluation summary: the information made available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluations performed. December 30th, 2015: "I have summarised the information that we have on this patient: patient: (B)(6), male, (B)(6). Primary pathology unknown, but required lengthening and deformity correction in the right femur. First surgery: (B)(6) 2015: tl-hex frame to right femur for lengthening and correction frame: there are 2 x-rays, one of which is dated (B)(6) 2015 (6 months - 26 weeks - after application). Frame design: from the x-rays: mid diaphysis (proximal fixation) probably 1 x 5/8 ring, with 1 tensioned wire at ring level, 2 bone screws proximal to the ring and 1 distal. From this ring there are 6 connecting struts to a ring on the distal femur supported by 2 tensioned wires and 1 bone screw. There are at least 2 struts passing distally, presumably to the proximal tibia, but this part of the fixation is not shown. There is a lengthened segment between the rings which has quite good ossification in the lateral view, and less good in the ap. There seems to be around 20 degrees of antecurvatum in the lateral, centred round an area of non union in mid-diaphysis, and about 15 degrees of varus in the ap view. The angulation figures are not certain because the whole bone is not shown, and the limb axis is unknown. We are told that 4 struts broke successively immediately prior to (B)(6) (42.5 weeks after the first surgery), when the regenerate bone broke. The patient had a second operation on (B)(6) to replace the broken struts and reposition the regenerate, and hold it until healing. Treatment continues. It is difficult to analyse this frame because the images are not easy to interpret, and we are not shown the complete sequence or the complete frame. I am assuming that the 2 x-ray images that we have are both from (B)(6). I am surprised that the frame has only one proximal ring: I would not expect that this would provide adequate fixation for an active (B)(6) boy. My conclusion about these breakages are that they might have been avoided with a different frame design: the proximal fixation is centred around one ring, which tends to focus cyclic bending, and might well have been responsible for the very unusual failure of these struts. I do not think that this fixation was rigid enough to ensure healing.". February 2nd, 2016 with the results of the technical evaluation: "what seems very clear is that the struts have been subjected to a caustic cleaning material that is well outside the recommended parameters. It is very unlikely that the stud retaining caps have been removed when the strut was in normal condition, because the plastic hexagons are undamaged. It is more likely that the glue became inactive as a result of the cleaning liquid, and the caps then became loose, and in some cases fell off. It is possible that the caps were unscrewed by cleaning personnel when they were already loose, or they may have become separated during use. Whatever the exact sequence of events, it is clear that the failure of the glue was the cause of the separation, and this was due to the cleaning fluid being used.". February 7th, 2016 with the last x-rays made available: "these new x-rays are 2 from (B)(6) 2015, showing the new osteotomy, still closed; 2 from (B)(6) 2015 showing distraction but no sign of any regenerate callus, and 2 from (B)(6) 2015 the next day, which show partially ossified material filling the distraction gap. The difference between (B)(6) is very significant and suggests that a bone graft of some sort, possibly an allograft, was applied during the operation on (B)(6). These x-rays help to fill in the gaps in our understanding of the treatment, but make no difference to my comments on (B)(6).". Final comments: the results of the technical evaluation concluded that the failure might be related to a not proper cleaning/processing step of the devices and separation or unscrewing of the caps by the users after loosening of the cap fixation by damage to the glue. The medical evaluation evidenced as follow: "it is difficult to analyse this frame because the images are not easy to interpret, and we are not shown the complete sequence or the complete frame. I am assuming that the 2 x-ray images that we have are both from (B)(6). I am surprised that the frame has only one proximal ring: I would not expect that this would provide adequate fixation for an active (B)(6) boy. My conclusion about these breakages are that they might have been avoided with a different frame design: the proximal fixation is centred around one ring, which tends to focus cyclic bending, and might well have been responsible for the very unusual failure of these struts. I do not think that this fixation was rigid enough to ensure healing. What seems very clear, from the technical analysis, is that the struts have been subjected to a caustic cleaning material that is well outside the recommended parameters. It is very unlikely that the stud retaining caps have been removed when the strut was in normal condition, because the plastic hexagons are undamaged. It is more likely that the glue became inactive as a result of the cleaning liquid, and the caps then became loose, and in some cases fell off. It is possible that the caps were unscrewed by cleaning personnel when they were already loose, or they may have become separated during use. Whatever the exact sequence of events, it is clear that the failure of the glue was the cause of the separation, and this was due to the cleaning fluid being used.". Orthofix srl would like to remind that the instruction for the safe processing of these devices are included in the instruction for use leaflet, ref: pq tlh. Orthofix srl historical records shows that no other notifications have been received in regards to these specific devices' lots. Orthofix srl continues monitoring the devices on the market. Please also kindly refer to MFR reports 9680825-2015-00079, 9680825-2015-00080 and 9680825-2015-00081.

Event description:
The information provided by the local distributor indicates: product code: 50-10300, batch number: v1358642, v1345877 e v1377131, quantity: 3, hospital name: (B)(6), surgeon name: dr. (B)(6), date of surgery: (B)(6) 2015, body part to which device was applied: femur, surgery description: lengthening, correction, patient information: (B)(6), male, (B)(6), problem observed during: into treatment/post-operative, type of problem: device functional problem, event description: head of struts broken during treatment providing instability of the frame. The complaint report form also indicated: the device failure had adverse effects on patient (loss of distraction/correction achieved). The surgery was not completed with used device. A replacement device was not immediately available to complete the surgery (a second surgery was needed to replace the 4th struts and stabilize the frame). The event led to a clinically relevant increase in the duration of the surgical procedure (the 2nd surgery was performed on the (B)(6) that means 10months after the 1st, the patient should have been in consolidation time). An additional surgery was required following device failure (performed on (B)(6) 2015). Copies of the operative reports are available (not received). Copies of the x-rays images are available. Patient current health condition: we restarted a new program because the instability of the frame broke the consolidation of the bone and created a varus of 5 degrees. On december 9, 2015, orthofix srl received a total of 4 devices as listed below (please also kindly refer to MFR report numbers 9680825-2015-00079, 9680825-2015-00080 and 9680825-2015-00081): (B)(4). On december 16, 2015, orthofix srl received the following additional information/confirmation: the initial surgery was completed with these devices,the problem occurred into treatment, a second surgery was required for devices replacement. The 4 head struts broke during the treatment which created instability of the frame and then the breakage of bone callus. The devices failure occurred around the (B)(6). The patient restarted a short new program because the breakage of the bone created a valgus of 5 degrees in the femur. Copies of the pre and post-operative x-rays (initial and second surgery) and copies of the operative reports will be provided on (B)(6). The struts failed during the correction treatment but I can't say exactly when, they didn't fail all at the same time. The bone broke around the (B)(6). On february 5, 2016 orthofix srl received further x-rays of the case. Please also kindly refer to MFR report numbers 9680825-2015-00079, 9680825-2015-00080 and 9680825-2015-00081. (B)(4).

Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the device code 50-10300 batch (B)(4) before the market release. No anomalies have been found. The original lot, manufactured in 2014, (B)(4). Technical evaluation the technical evaluation on the returned devices, received on december 9, 2015, is currently on going (please also kindly refer to MFR reports 9680825-2015-00079, 9680825-2015-00080 and 9680825-2015-00081). Medical evaluation the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation, currently on going, become available. As soon as the results of the investigation will be available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: product code: 50-10300. Batch number: (B)(4). Quantity: (B)(4). Hospital name: (B)(6). Surgeon name: dr. (B)(6). Date of surgery: (B)(6) 2015. Body part to which device was applied: femur. Surgery description: lengthening, correction. Patient information: (B)(6), male, (B)(6). Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: head of struts broken during treatment providing instability of the frame. The complaint report form also indicated: the device failure had adverse effects on patient (loss of distraction/correction achieved). The surgery was not completed with used device. A replacement device was not immediately available to complete the surgery (a second surgery was needed to replace the 4th struts and stabilize the frame). The event led to a clinically relevant increase in the duration of the surgical procedure (the 2nd surgery was performed on the (B)(6) that means 10 months after the 1st, the patient should have been in consolidation time). An additional surgery was required following device failure (performed on (B)(6) 2015). Copies of the operative reports are available (not received). Copies of the x-rays images are available. Patient current health condition: we restarted a new program because the instability of the frame broke the consolidation of the bone and created a varus of 5°. On december 9, 2015, orthofix srl received a total of (B)(4). On december 16, 2015, orthofix srl received the following additional information/confirmation: the initial surgery was completed with these devices,the problem occurred into treatment, a second surgery was required for devices replacement. 4 head struts broke during the treatment which created instability of the frame and then the breakage of bone callus. The devices failure occurred around the (B)(6). The patient restarted a short new program because the breakage of the bone created a valgus of 5 degrees in the femur. Copies of the pre and post-operative x-rays (initial and second surgery) and copies of the operative reports will be provided on friday. The struts failed during the correction treatment but I can't say exactly when, they didn't fail all at the same time. The bone broke around the (B)(6). Please also kindly refer to MFR report numbers 9680825-2015-00079, 9680825-2015-00080 and 9680825-2015-00081. (B)(4).